Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported patient that this morning they had a major leak without little warning suddenly. Prior to the call, when patient turned it on to check it, the patient programmer showed program 4 at 0.0v with stim on. Patient said they thought they use to be on program 3, and they didn't know what changed it. During call, they synched and showed stim on at program 4 on 0.0v so they switched it back to program 3 and increased to 1.2v. It was reviewed for patient to give it a couple days and see if symptoms improve. No further complications were reported or anticipated.